Event description:
Procedure type: roux-en-y. According to the reporter: while suturing, the surgeon sutured near a staple. The needle hit the staple and the needle disengaged and fell into the cavity but was retrieved. A new dlu was then opened and used for the case.